Manufacturer narrative:
On october 5, 2021, mentor received confirmation that the (B)(6) 2021 surgery was a removal only surgery, and that she will schedule revision surgery in a few months. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 5, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sx mpp gel 400cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the us that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor memorygel breast implants ( left: 3544001/ lot # 5711129, right: 3544001/lot#5703499) on (B)(6) 2007 was ¿suspiciously¿ diagnosed with left-sided breast implant associated anaplastic large cell lymphoma ( bia-alcl) on (B)(6) 2021. In addition, the patient reports right breast implant leak. The patient underwent bilateral implant explantation and en bloc capsulectomy on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 23, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).